Event description:
Customer reported being treated by family members for hypoglycemia. The following results were obtained on the aviva system following treatment with orange juice: 62 mg/dl (12:57), 58 mg/dl (1:01), 79 mg/dl (1:09), and 101 mg/dl (1:11). Customer's low blood glucose symptoms were not improving; the following results were obtained on the aviva system: 73 mg/dl (1:28) and 62 mg/dl (2:01). Customer was treated with milk, cheese, and peanut butter, and paramedics were called. Customer tested 88 mg/dl on professional device and 135 mg/dl on aviva system. Customer's low blood glucose symptoms improved, and medical treatment was not necessary. Requested return of suspect device and replacement was sent.